Manufacturer narrative:
The device was not made available for evaluation and no further information was provided by the user facility. The device was not returned.

Event description:
It was reported via repair work order that the mattress could not adhere to the litter surface due to missing velcro. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the mattress could not adhere to the litter surface due to missing velcro. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.